Manufacturer narrative:
An event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection confirmed the event. A screw is missing from the mako offset reamer handle. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required, as no manufacturing specific issue has been alleged. -complaint history review: a complaint history review and trend detection is not required as this is a pm. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
At approximately 9pm on (B)(6) 2024, a peri-operative nurse called me in cssd informing me that a screw was missing from a mako offset reamer that was noticed during instrument cleaning. This mako offset reamer was used in a case on the same afternoon. This was the last time the instrument was used. The whereabouts of the screw is currently unknown and the hospital are uncertain of when the screw went missing. Tha 4.1. Additional information provided 23/10/24: the loose screw has now been located and is not inside the patient.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
At approximately 9pm on (B)(6) 2024, a peri-operative nurse called me in cssd informing me that a screw was missing from a mako offset reamer that was noticed during instrument cleaning. This mako offset reamer was used in a case on the same afternoon. This was the last time the instrument was used. The whereabouts of the screw is currently unknown and the hospital are uncertain of when the screw went missing. Tha 4.1. Additional information provided 23/10/24: the loose screw has now been located and is not inside the patient.